Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked front housing. Event log review was performed and found evidence of reported problem. Testing was performed, and the customer's reported problem was verified. The pump motor was activated, and the device went into error 1820, which is an issue with the optical switch. Service replaced the optical switch to correct the reported problem. The root cause of the reported problem was the faulty optical switch.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed error code 1820. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.